Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tie rods out of the monopolar curved scissors (mcs)' tip near the branches. There was no patient harm, adverse outcome, or injury reported. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no any harm to the patient and no fragment fall into the patient. The procedure was completed with a replacement instrument and there was a procedure delay between 15 and 29 minutes.